Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 404 mg/dl. The customer stated that when she removed the infusion set from her body the cannula was bent. Troubleshooting was performed and found that the insulin pump was programmed correctly. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.